Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an accessory pathway ablation procedure with an unk_ez steer navigational ds. The patient suffered cardiac tamponade requiring pericardiocentesis. During an accessory pathway procedure, the physician was using ez steer for the first time. The initial comments were that the rocker handle was not as easy to operate as the competitor catheter they were used to, although they were comfortable to continue using it correctly. Ablation was performed on the posterior septal annulus of the left and right atrium with no success in blocking the pathway. The physician decided to remove the ez steer and use a competitor catheter which was also unsuccessful. Approximately 20 minutes after taking the competitor catheter the patient was peri arrest and a trans-esophageal echocardiogram (toe) was performed which showed an effusion which then needed to be drained. The physician was not sure what had caused the effusion as it was not a straightforward transeptal puncture and there was also difficulty accessing the cs. The only biosense product used during the procedure was the ez steer although it has not been communicated to me that it was directly involved in the tamponade. Procedure was done under fluoroscopy and toe without a mapping system. The product was not being used in a clinical trial. The event did happen during a procedure. The bwi sales consultant was in the procedure at the time of the event. New competitor catheter opened. There was consequence to the patient due to the event but not directly. The surgery was prolonged due to the event, approximately 2-minute delay. ¿peri arrest¿ is being interpreted by the clinician as the patient was experiencing symptoms that occur before a cardiac arrest which can be similar to cardiac tamponade symptoms therefore cardiac arrest will not be coded. Adverse event was discovered post use of biosense webster products. Competitor ablation product was in use at the time. Physicians¿ opinion on the cause of the adverse event is there were too many complexities with the case so not sure the exact cause. Patient¿s outcome was that patient fully recovered. Patient needed itu admission and additional hospitalization due to event. No patient details available. Generator information was a smart ablate. Ablation was performed with the ez steer catheter and then with the competitor catheter. There was no evidence of steam pop, flow rate was correct for catheter. Correct catheter settings on sa generator. Pump switching was not from ¿low¿ to ¿high¿ during ablation. No error messages observed on biosense webster equipment during the procedure. Catheter not available for return, serial number (B)(4). Lot number information not given by physiologist. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 26-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)